Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer had been experiencing blood glucose levels above 400 mg/dl for several days. Troubleshooting was performed, and found three no reservoir alarms in the history. The insulin pump passed the prime test. Found that the customer may have been pulling the plunger off the reservoir, causing insulin to spill and the insulin pump to give the no reservoir alarms. Advised the customer on proper technique. Nothing further was reported.